Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported, by the pt, that post a coronary drug eluting stenting treatment procedure, "loss of hair, loss of appetite, a burning sensation from her esophagus down to her stomach, muscle aches and pains throughout her body that moves from one area to another and nerve discomfort," occurred post implantation of a taxus express2 3.0x16mm drug eluting stent. The pt also reported that she "had been on the same medications for 2.5 years prior to stent implantation with no problems. All the problems seem to have started after stent implantation." Add'l info regarding this event is not available.